Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Boston scientific technical services (ts) explained device operation could not be guaranteed. Further, this ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. On external visual inspection of the device, there were tool marks on the case and header noted. Review of device memory confirmed that the device had reached eri status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times that triggered eri, noted that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection.